Event description:
It was reported that the customer has a low blood glucose level but not hospitalized. The customer's blood glucose level was 32 mg/dl. The customer was treated with juice. The troubleshooting was performed. It was explained to the customer the proper calibration protocol. The patient was advised to calibrate before food insulin or exercise and never when arrows are on the graph screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.